Event description:
Reported by patient as "band slippage, erosion and vomiting. Band removed and not replaced. Desired weight loss was achieved prior to band removal."

Manufacturer narrative:
The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Inamed will not receive the product. Therefore no analysis or testing will be done. Band slippage, erosion and vomiting are surgical / physcological complications, and analysis of device generally does not assist inamed in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."